Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump had received no motor movement or negligible movement. Retries to free a stuck motor failed. The customer¿s blood glucose level was unknown. Customer reports they were able to clear the alarm and they are not able to rewind the insulin pump. The customer was advised to that the discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with constant no motor movement alarm due to corroded motor assembly.